Event description:
It was reported that this patient has a boston scientific (bsc) implantable pulse generator (ipg) and competitive atrial and right ventricular (rv) leads. Episode review was requested due to suspected rv oversensing and pacing inhibition which was observed after p-waves. The patient was asymptomatic and there was no inhibition greater than two seconds. A boston scientific (bsc) technical services consultant reviewed surface electrocardiograms (ECG) which showed a rate of 60 bpm at times with some intermittent non-tracking of p-waves. The consultant agreed with the caller that there could be some oversensing on the rv lead. System evaluation was recommended. The patient's last follow up was three months prior and no issues were reported. Visit notes stated there were episodes of recurrent tachycardia arrhythmia (rta) with double counting from farfield rv lead sensing. With normal rv response. Pvarp and post-ventricular pacing blanking prolonged. Done by r6 l simard. Additional information was received that following evaluation of the holter monitor data, inhibition at about 30 bpm was observed in addition to high rv threshold measurements. Noise was suspected; however, there are no stored episodes of non-sustained ventricular tachycardia (nsvt) recorded. Additionally, noise could not be reproduced during muscle contractions and valsalva maneuvers.